Event description:
It was reported that during an implant procedure, when the helix of the right ventricular (rv) lead was screwed into the myocardium there was weak or no sensing and no capture. The impedance was within range but all other measurements were not acceptable. Anotherlead was implanted and this lead was removed. After the procedure the patient¿s condition deteriorated and an echocardiogram showed pericardial fluid, rv perforation was suspected. The patient was treated and recovered quickly. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. (B)(4)